Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place the 2.50x12mm taxus express2 drug eluting stent, but was unable to cross the lesion. Upon removal, the physician noticed the distal portion of the stent was lifted up. The procedure was completed with a different device. No pt complications were reported. Pt status reported as "good".